Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt) which appears atrial or sinus driven. Boston scientific technical services (ts) discussed that device appears to be functioning as programmed. To date, this device remains in service. Additional information indicated that this device was explanted due to therapy upgrade/downgrade. A new device was implanted. No adverse patient effects were reported.